Event description:
The user facility reported the unit was making a loud noise and leaking ¿a lot¿ of steam. No reports of injuries, procedural delays or cancellations. No reports of facility damage.

Manufacturer narrative:
A steris service technician inspected the unit and found the pressure regulator was broken. Therefore, the steam pressure to the jacket was not being regulated; this is the source of the loud noise. The steam escaping the unit was controlled by the safety valve on the jacket as it is designed to do; the valve limited the steam coming from the unit to short puffs. The puffs of steam were coming from the top of the unit into an exhaust port that is directed towards the floor; employees in the room would not have been directly exposed to the escaping steam. The service technician replaced the pressure regulator, tested the unit and returned the unit to service. This unit is under steris service contract; during the last pm the pressure regulator was performing to specifications. No additional issues have been reported.